Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain and other chronic/intractable pain (trunk/limbs). On (B)(6) 2019, it was reported that the patient's pump reservoir was empty. The consumer was requesting to have the pump programmed to be "silenced again". The patient noted that when the pump went empty, about a year prior to the report, the patient was between managing physicians. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2019. It was reported that the pump was dry and hadn't been used in three years (note: this conflicts with the previous report that the pump went empty about a year ago).